Manufacturer narrative:
An event regarding an alleged fractured trident driver shaft was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection indicated that the hexalobular driver tip is fractured; deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification complaint history review: there have been no other events for this lot. Conclusions: visual inspection revealed the hexalobular driver tip is deformed (fractured). The root cause was determined to be application of excessive force by the user.

Event description:
It was reported that the surgeon was screwing in an acetabular screw when during final tightening the tip of the screw driver broke off in the head of the screw. The tip remained in the head of the screw and surgeon communicated that screw was fully seated. It was reported that a surgical delay was noted by the account.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon was screwing in an acetabular screw when during final tightening the tip of the screw driver broke off in the head of the screw. The tip remained in the head of the screw and surgeon communicated that screw was fully seated. It was reported that a surgical delay was noted by the account.